Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing. Customer's blood glucose was 207 mg/dl at the time of incident. Troubleshooting advised customer on calibration and insertion technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test. Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.